Event description:
The event is reported as: the customer reported the following: "after few hours from the insertion, the catheter slipped out from the urethra, because the balloon was deflated. They inserted another catheter, but the day after the catheter slipped out from the urethra, because the balloon was deflated." No reported pt injury. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.